Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record ¿review is not required. Investigation summary: one m.r.I. Implantable port, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one guidewire in a guidewire hoop, one 8fr introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were received for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the retuned device. The investigation is inconclusive for the reported difficult to flush issue, as the exact circumstances during the reported event were unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of port placement, the device allegedly had difficulties in flush. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during port placement, the device allegedly had obstruction of flow. There was no reported patient injury.